Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial (ra) lead exhibited over-sensing noise. Programming changes were made resolving the issue. The patient was in stable condition.